Manufacturer narrative:
Further troubleshooting which included isometrics and connection testing in an electrophysiology lab could not isolate the source of noise. No apparent connection issue was identified, however the physician elected to remove the lead from service. This ICD remains in service. Beyond the surgical intervention, there were no adverse patient effects.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead and this associated implantable cardioverter defibrillator (ICD) did exhibit out-of-range pace impedance, greater than 2,000 ohms. There was some evidence of non-physiologic oversensing that could be related to the intermittent high impedance. The implant was fairly recent from just a couple of months prior, therefore a connection related issue was suspected. The boston scientific local area sales representative confirmed that the patient was not pacemaker dependent, therefore there had been no inhibition of pacing due to oversensing.